Manufacturer narrative:
There was no report of patient harm or injury. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused respiratory issues, nasal/throat irritation and soreness, congestion and nose bleeds. The patient did receive medical intervention and reported to have taken antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code(s) as well as the type of investigation, investigation findings and investigation conclusions.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused respiratory issues, nasal/throat irritation and soreness, congestion and nose bleeds. The patient did receive medical intervention and reported to have taken antibiotics. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal parts of the device and found an unknown dust contaminant on the inside of the blower box at the air inlet, on the top enclosure, front panel, on the blower box, rear panel, o-ring of the rear panel, bottom enclosure, blower, blower isolators, blower seal, and inside the blower on the propellors. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer used a known good power supply and power cord to confirm the device powers up and provides airflow. There was no odor detected during the confirmation of airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused respiratory issues. The patient did receive medical intervention and reported to have taken antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.